Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 03/05/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:the pump powered on to a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).